Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: when the motor is running, sometimes it will stop because it is not enough power to continue. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation is based on the service & repair record received. The device failure reported by the customer could be confirmed. The investigation is based on the service & repair record received. An updated service & repair record (srr) was received on 26.06.2014. No change in failure codes. The service history review shows that the previous service condition from 07.02.2014 is relevant to the current complaint issue. This failure code identified during this service was: coupling tool side worn out. The root cause identified was normal wear. The service technician noted the following action taken: repair. The device has been serviced and functional testing has been performed in accordance with service manual 511.300 - pre-repair diagnostic assessment/repair verification. During the pre-repair diagnostic assessment the service technician identified the following failure: safety clutch, worn out. The following comment was made on the srr: "control of the clutch is defective" the probable root cause of the event was determined to be material faulty. The device was repaired and returned to the customer if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A service history review was completed: during the previous 6 months, the item was returned on february 07, 2014 due to tool side being worn out. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.